Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle was detached. The sensor was inserted on (B)(6) 2025. No product or data was provided for investigation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.